Event description:
It was reported that the pt experienced stimulation in the wrong location. Reprogramming could not get coverage above the knee; into the hip and abdomen. The lead was replaced on (B)(6) 2010 due to painful abdominal and rib stimulation. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).